Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 2 years, 26 days post transfemoral tavr procedure with a 23mm sapien 3 ultra valve in a pre-existing surgical valve, the valve presented a mean gradient of 61 mmhg with an aortic valve peak velocity of 5.5 m/s on the most recent tte due to severe stenosis. Per report, the atrioventricular time is 135ms and there is suspect of possible degenerative changes as the cause, but the team cannot see the valve to call with any degree of certainty. The patient is seeking treatment at another facility for a thv in thv in savr. Per report, the patient showed up for the 1 year follow up with chronic shortness of breath but continues to smoke. A week later, the patient was admitted to the emergency department with back pain, dizziness, fatigue, dyspnea, and black stools. Imagery was provided by the complaint site and reviewed by ew proctor/imagery. The following observations were made: the valve appeared expanded with 18.4mm at mid valve (0.5mm added for outer diameter). There was some calcium on the leaflets.

Manufacturer narrative:
Correction to b5 and h6 based on additional information received.

Event description:
Per implant data card received, the patient's valve was explanted and replaced with a surgical valve.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided by the site and reviewed by ew imager. The valve appeared expanded with 18.4mm at mid valve (0.5mm added for outer diameter). There was some calcium on the leaflets. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapien xt, s3, and s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The reported event was confirmed based on provided imagery. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. It is possible that one or more of these factors may have been present; however, due to limited information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.